Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2018) is known. Batch # r5a14y. Device evaluation summary: the analysis results showed that one gst60d cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The damage on the deck is consistent with the device being fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, the customer complaint that plastic burr threads were clearly visible on the magazine. No patient harm nor significant delay reported. Additional information was provided that the issue was found during removal from the packaging. The plastic portion of the cartridge was not damaged and the cartridge was not used in the procedure.